Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacing lead impedance anomaly and high thresholds were observed. Externalized conductors were observed via fluoroscopy. Lead was capped and replaced.